Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jul-2020. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), ovulation pain ("painful ovulation"), meniere's disease ("ménière's disease ") with hypoacusis, dizziness and tinnitus, fatigue ("fatigue") and memory impairment ("memory impairment"). Essure treatment was not changed. At the time of the report, the headache, ovulation pain, meniere's disease, fatigue and memory impairment outcome was unknown. The reporter provided no causality assessment for fatigue, headache, memory impairment, meniere's disease and ovulation pain with essure. The reporter commented: patient report ménière's disease with 40% hearing loss on the right, dizziness, ringing in the ears. Pelvic magnetic resonance image scheduled for (B)(6) 2020 , allergy tests scheduled for (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: pending. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc; initials updated in accordance to reported abbreviated patient name. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), ovulation pain ("painful ovulation"), meniere's disease ("headaches, ménière's disease with 40% hearing loss on the right, dizziness, ringing in the ears, painful ovulation,fatigue, memory impairment, fatigue") with deafness unilateral, dizziness and tinnitus, fatigue ("fatigue") and memory impairment ("memory impairment"). At the time of the report, the headache, ovulation pain, meniere's disease, fatigue and memory impairment outcome was unknown. The reporter provided no causality assessment for fatigue, headache, memory impairment, meniere's disease and ovulation pain with essure. The reporter commented: pelvic magnetic resonance image scheduled for (B)(6) 2020 , allergy tests scheduled for (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: pending. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.